Event description:
The patient contacted animas on (B)(6) 2013 alleging that the pump's display was dim in comparison to when the pump was first used and that this had been an issue for the past few months. The patient stated that the lens protection film was removed and that did not help the issue. The patient stated that resetting the contrast has also not helped with the dim display. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged malfunction remained unresolved.

Manufacturer narrative:
Follow-up # 1 date of submission 05/17/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the display screen was found to be dim/faded. A test screen was inserted and functioned appropriately.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.